Event description:
The pt went into a coma for 5 days after his pump shut off. The coma may have been the result of the pump. The pt felt his hips were weaker and 'not functioning as they should be.' The pt's left leg and hip felt weaker. The pt had trouble walking long distances. The pump was explanted. The pump was used to delivery morphine. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Device shut off.